Event description:
It was reported via trial that the target lesion was located in the proximal circumflex artery with 95% stenosis, a length of 24 mm, and reference vessel diameter of 2.50 mm. Following placement of the study stent, a dissection occurred distal to the target lesion. The dissection was treated with placement of a 3.50 x 12 mm promus stent and post-dilatation with 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the instruction for use as a known potential adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.